Event description:
Boston scientific received information that this right ventricular lead got a lot of noise on the rv channel upon tug test. This lead was repositioned, replaced and the set screw was reset. However, noise was still noted and automatic gain control was worse. Thus, this rv lead was left at fixed. The lead remains in service. No adverse patient effects were reported. Additional information from the representative informed that the cause of the rv lead noise was undetermined. At pre-discharge check, the rv lead was fine. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Based on the reported event, it is unclear if this lead remains implanted or not. No date of explant was provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.